Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported the patient was on impella 5.5 support and during support, there were high purge pressures. Tissue plasma activator was added to the purge which improved the pressure and support continued. There was no patient harm.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was returned for investigation. No physical abnormalities were observed on the returned product. The cannula, impeller, and purge gap were clean. The pump was successfully primed, and purge pressure was within the specification range during testing. The data log shows that the motor current spiked slightly before the purge pressure gradually reached 1100 in 1.5 minutes, triggering a high purge pressure alarm. This trend returned to normal after 2 hours, and clinical observations suggest that tissue plasma activator (tpa) helped restore normal limits. ¿the cause of the high purge pressure issue was most likely biomaterial, based on data log trend and returned product investigation. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26829 as it is unknown if the initial reporter also sent the report to the food and drug administration.